Event description:
A patient was on continuous telemetry monitoring. The alarm had been turned off. On 8/21/92 at 1313, the patient was found pulseless and unresponsive. Advanced life support was administered for 31 minutes but was unsuccessful and the patient expireddevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: visual examination. Results of evaluation: design - human factors. Conclusion: user error caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device use continued with restrictions/limitations, user education provided. Invalid data - on device destroyed/disposed of status.